Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that her blood glucose level was running high and was in the hospital. Customer's glucometer was reading around 300 mg/dl but the hospital's glucometer was reading around 500 mg/dl. The customer was treating her blood glucose level with the insulin pump. The device was not returned.